Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that when an asymptomatic patient presented in the hospital for a follow-up, dislodgement on all three leads were noted. Low sensing was noted on the right ventricular lead. The system was explanted and replaced.